Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital user stated while filling the balloon of a 14-french foley catheter in the operation room 1 of the hospital, the foley catheter lumen tubing had a leak. That was caught while filling the balloon. The 10cc syringe normal saline fluid burst upward at the double lumen site. The patient was not injured. No normal saline fluid leaked inside the patient. The foley catheter tip/balloon was intact once promptly removed.

Event description:
It was reported that the hospital user stated while filling the balloon of a 14-french foley catheter in the operation room 1 of [redacted] hospital, the foley catheter lumen tubing had a leak. That was caught while filling the balloon. The 10cc syringe normal saline fluid burst upward at the double lumen site. The patient was not injured. No normal saline fluid leaked inside the patient. The foley catheter tip/balloon was intact once promptly removed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Directions for use: 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.